Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Time of elective replacement indicator (eri) in save to disk is on (B)(6) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011 and (B)(6) 2011. Two - patient alerts for low bv occurred on (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Time of elective replacement indicator (eri) in save to disk is on (B)(6) 2011, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. 2 - patient alerts for low bv occurred on (B)(6) 2011.